Event description:
A customer reported that their insulin pump's screen was dark and won't turn on, failing to turn on even with troubleshooting attempts such as pressing specific buttons and plugging into known working power sources. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform various troubleshooting steps, and when these did not resolve the issue, it was determined a replacement pump was needed. The customer was advised to use multiple daily injections as a backup therapy and to return the malfunctioning pump using a prepaid label.